Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor tip was missing. The blood glucose level was 130 mg/dl. The customer did not know the introducer needle was hard to remove or not. Customer was not reporting that the sensor or introducer needle fractured while in the body. The customer was advised to return the sensor. The customer advised to return introducer needle. The device will not be returned for the analysis.